Event description:
Rptr states customer had blood glucose result of 188 mg/dl taken on the aviva sys and the meter memory stored the result as 388mg/dl. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.